Event description:
Physician used an rfg3 with a rfs stylet for the vein closure treatment of a perforator vein. It is reported the touch screen in this generator would not respond. When pressed, the generator would not stop treatment. The power button was pressed to power off the generator. Perforator vein successfully treated and closed. No additional treatment required. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer provided the unit history report for this device. The generator passed functional testing and visual inspection prior to release from service. Device evaluation: smart panel was found to be unresponsive and had oil residue inside. The smart panel was replaced. Other components not relevant to the reported failure were also replaced. If information is provided in the future, a supplemental report will be issued.